Event description:
Allegedly the patient was revised due to mom complications (right).

Manufacturer narrative:
Investigation is not complete. (B)(6). Trends will be evaluated. This is the same event as 3010536692-2014-00415, -00416. This report will be updated when investigation is completed.